Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model vnl11-j10/serial (B)(4). The facility contact also stated the event occurred during procedure, and there was no delay, medical intervention or adverse events. No further information was provided. The device was returned to pentax for evaluation. Pentax service inspectional findings included: insertion tube perforation under the root brace, wet leak test not performed unit compromised, pve electrical pin corroded, insertion tube twisted under the root brace on vnl type scop, up/ down control knob/ lever plastic cover @ pivot separated, fluid invasion to insertion tube, non pentax scope case, # 1 remote control button cover cracked, insertion tube root brace broken, mild moisture in control body. The customer complaint was not confirmed. Repairs were performed on the device which included replacement of the following components: o-rings and seals, insertion flex tube w/segment, distal attaching pin, segment steel braid, bending rubber, pcb for ccd k9/ntsc, electrical connector assy, angle lever assy, remote control button(1).